Event description:
It was reported while using the bd insulin syringes with bd ultra-fine¿ needle there was liquid inside of her syringes. The following was received from the initial reporter: consumer reported that there is liquid inside of her syringes, stated that she noticed it while pressing down on the plunger rod. Consumer is not sure of the lot number, she stated that the box and packaging have been discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using the bd insulin syringes with bd ultra-fine¿ needle there was liquid inside of her syringes. The following was received from the initial reporter: consumer reported that there is liquid inside of her syringes, stated that she noticed it while pressing down on the plunger rod. Consumer is not sure of the lot number, she stated that the box and packaging have been discarded.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.